Event description:
In 2008, abbott point of care was contacted by a customer who reported the snap closure on an I-stat 6+ cartridge is difficult to close. There was no report of any injury associated with the complaint.